Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 44 mg/dl this morning and now it was up to 233 mg/dl. The customer's low blood glucose was treated with food. The customer has been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer report customer does not allege pump was over delivering. The customer was neither hospitalized nor admitted for low blood glucose. The customer reported that insulin pump was worn during a medical procedure or test around an magnetic resonance imaging. The insulin pump passed the displacement test. The insulin pump will be returned for analysis.